Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving gablofen (concentrat ion 2,000 mcg, 549 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2019, the patient's pump and catheter were removed and replaced because the patient "seemed to be having episodes of severe change in therapy". There were no reported environmental, external or patient factors that may led or contributed to the issue. The rep was unsure of what diagnostics or troubleshooting occurred prior to the surgery date. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
The pump was returned and analysis found that it failed lab dispense testing. The dispense test was above specification. If information is provided in the future, a supplemental report will be issued.